Event description:
It was reported that an ilet user experienced hyperglycemia with a self-reported blood glucose of 202 mg/dl while using the device, with no device alerts and no reported hardware or software malfunction; the user reported stress as a possible contributor and had only consumed coffee prior to the event. Customer care provided support that included case review. Investigation of this case revealed no device malfunction and no alert activation, with cause of the hyperglycemia unclear. Symptoms included thirst. Outcomes included no medical intervention, no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.